Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the clean cath vinyl catheter was packaged backwards.

Event description:
It was reported that the clean cath vinyl catheter was packaged backwards.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown therefore the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿visually inspect the product for any imperfections or surface deterioration prior to use." Correction: d10, h3.